Manufacturer narrative:
H6 - corrected to: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: one similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7.5/1.5/93 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2021 . The patient experienced refractive change over time. Lens remains implanted. The cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.